Event description:
It was reported that there was no resistance (39.2k ohms) on the integra side. The issue was found by the distributor.

Manufacturer narrative:
Integra completed its internal investigation 10/05/2016. The investigation included: method: device history review. Trend analysis. Evaluation of product. Results: the DHR review was completed for icp33 nihon koden 5p adapter cable, lot number 1142000. No recorded anomalies have been identified that could be associated to the complaint incident. A minimum of 12-month review of icp monitor adaptor cable customer complaints was completed using the following key words ¿out of specifications¿ and a root cause ¿could not duplicate¿ in search criteria. This review encompassed dates (B)(6) 2015 to (B)(6) 2016. This is the first complaint that contained the search criteria. During investigation, the icp33 cable was tested and the reported failure could not be replicated; the cable had the 39.2 ohms resistance which was within specifications, no fault was found. The customer complaint is not confirmed. Conclusion: root cause not determined; icp33 cable had 39.2 ohms resistance and was verified as working to specification. No corrective/preventative action is deemed necessary.